Event description:
It was reported that during a galaxy-assisted bronchoscopy procedure on (B)(6) 2024, the patient experienced bleeding. No malfunctions of the galaxy device were reported during the procedure, and the physician did not attribute the bleeding to its use. Instead, the physician identified the cause of the bleeding as the forceps biopsy.

Manufacturer narrative:
During a galaxy-assisted bronchoscopy on (B)(6) 2024, the patient experienced bleeding approximately 10 minutes into the procedure during the final biopsy. The bleeding was managed using cold saline, epinephrine, and airway suctioning with a manual bronchoscope. The patient was discharged on the same day without further complications. According to the physician, the bleeding was not caused by the galaxy device but was instead attributed to the forceps biopsy. No malfunctions of the galaxy device were reported during the procedure.